Manufacturer narrative:
On june 11, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation, an anomaly on the posterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 0.2cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot 6627097 numbers were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2020, mentor became aware that the patient only had deflation of the left breast implant and that the right breast implant was intact upon removal. On may 19, 2020, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade unknown and inferior malposition of the right implant. On (B)(6) 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9423841 sn: (B)(6) and (right) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9426720 sn: (B)(6). On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflations post-operatively. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.